Event description:
It was reported that three 200um surgical fibers broke near the connector during a procedure. The procedure was completed using a fourth (273um) surgical fiber. Outcome: "no damages to the patient." This report is for surgical fiber 1.

Manufacturer narrative:
Reference MFR #: 2937094-2013-01328, 2937094-2013-01329. Fiber analysis: the fiber was found to be fractured and separated at the connector; evidence of burning and melting at the proximal/connector end was also observed. No issues found at the fiber's distal tip or remaining fiber length. The most probable root cause of the device failure was user handling/excessive bending during the procedure.